Event description:
It was observed that during the device evaluation, the duodeno videoscope forceps elevator had a burn, and there was a gap in the adhesive part of the server plug-in and distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible the cause of the forceps elevator burn was due to high-energy treatment equipment (e.g., high frequency) was used without securing a sufficient distance from the tip. Regarding the gap in the adhesive part of the server plug-in and distal end, the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.